Event description:
Related MFR reports: 3006705815-2019-04017 and 1627487-2019-11711. Follow up information received identified surgical intervention was taken and the patient's scs ipg was removed and on table testing showed no lead problems. A new ipg was implanted and stimulation therapy restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 3006705815-2019-04017 and 1627487-2019-11711. It was reported the patient experienced a burning pain around the scs ipg implant site. Reportedly, the pain extended into the flank and ribs on the same side when the scs system was turned on. Upon system assessment one of the scs leads was exhibiting high impedance on multiple contacts. Surgical intervention at a later date may be taken to investigate further.

Event description:
Related MFR reports: 3006705815-2019-04017 and 1627487-2019-11711.